Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a flo-gard IV solution administration set has a deformed drip chamber. This event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The reported condition, deformed drip chamber, was confirmed during visual inspection. The root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.